Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, however setscrew and grommet were noted to be damaged.

Event description:
It was reported that during a lead replacement attempt, when the physician loosened the atrial setscrew on the device header, the grommet separated. The device was explanted and replaced. No patient complications were reported as a result of this event.